Manufacturer narrative:
The manufacturing records, in-process inspection records and shipping inspection records were investigated, but no occurrence of defects, non-conformances, or any numerical indicators suggesting such issue in the manufacturing process were found.it was confirmed that the relevant lot was in good condition at the time of shipping. Although it is presumed that the instrument was damaged due to the shape of the patient's root canal and repeated use of the product, the cause is unknown.

Event description:
On (B)(6) 2025, a patient visited the clinic complaining of tooth pain. Upon examination, it was found that the dental pulp was necrotic and root canal treatment was necessary. After administering local anesthesia, a file fractured during root canal enlargement. Since the file broke at a deep location and was difficult to remove, an extraction was performed as an unavoidable measure to relieve the patient's pain.